Event description:
Reporter alleged that the active system generated a result of lo prior to the test strip being dosed with blood or control solution. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.